Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level above 300 mg/dl and ketones; cause was unknown. The customer was put on an external syringe pump to address bg. No additional patient or event information was available.